Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl. The customer was treated with manual injection. Customer experienced symptoms such as abdominal pain. The customer stated that the air bubbles in the reservoir. The customer also stated that they were successfully removed the air bubbles. The customer also stated that they did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.